Event description:
It was reported that the atrial lead was undersensing the p waves during atrial fibrillation episodes. The sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.